Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tcz7, implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient¿s symptoms returned a few weeks ago. She thinks this was because she turned stimulation off by mistake. For the last few days her implant seems to "just go off". The device doesn't seem to be working right. It was confirmed by not working right she means her symptoms have returned which started a few days ago. Patient¿s stimulation was on at the time of the call and the patient increased stimulation. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer approximately two months later reported that they had never had therapeutic effect since implant, even though their trial was "good." It was noted that when the patient turned stimulation up to 4.2 volts on the day of the report it was so strong that it was bothering her/painful, but at the time of the call the patient stated they did not feel stimulation and the pain was gone. The stimulation was confirmed to be on at 4.5 v. The patient noted that she had tried increasing stimulation but had never changed programs, as their health care provider (hcp) had not told them whether they could or not. The patient was to ask their hcp and call back if they needed help changing programs. Patient outcome remains unclear; follow-up was performed to obtain this information. If additional information is received, a follow-up report will be sent.